Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the insulin delivery of the infusion device is inaccurate. This was first noticed 4 weeks prior to the report. Patient reported, the infusion set is filled in "small steps" during the prime procedure, and the infusion device makes unusual noise during operation. Blood glucose elevated to 350 mg/dl. Patient changed the cartridge and infusion set, but this was not successful. On (B)(6) 2011, patient switched to his replacement infusion device and blood glucose has been "ok" since then. Infusion device was not exposed to water or electromagnetic fields. Patient did not have an infection or start new medication. Normal blood glucose level is 140 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. Additional information was not provided.